Event description:
Voluntary MDR reports were received on 12/14/2023. It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR reports no. Mw5147719 / mw5147720 / mw5147721.